Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not properly enter the correct lot specific isi value for the dade innovin lot in use. The siemens healthcare diagnostics customer care center- technical solutions representative assisted the account in entering the correct lot specific isi value and reinforced the manner of properly saving the input isi value. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on patient samples on the bcs xp instrument. The patient results were reported to the physicians. An error in the entry of the isi factor was noted after investigation by the laboratory. Calculations show that lower results would be reported with the correct mnpt factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.